Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001281 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after an unspecified cardiac ablation procedure, when the catheter was removed from the sheath, blood continued to come out through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Physician complained that there was a risk of air entering; however, no air embolism was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there's no indication of excessive bleeding, compromised hemodynamics, or the necessity of medical/surgical intervention, this complaint will not be considered a patient event but a product malfunction. The hemostatic valve dislodgement is an MDR-reportable issue.